Event description:
During a bunion ostomy on (B)(6) 2015, the bone screw fractured in the patient¿s bone. The doctor removed the fractured piece of the bone screw; however, when doing so he also fractured a k-wire with a larger screw. Both the k-wire and tip of the bone screw were removed from the patient.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-00916 and 00919)